Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports they had been wearing a pod in the morning but due to running out of pods they had to switch to manual insulin injections that night. The patient reports their blood glucose level had rose to over 500 mg/dl. The patient reports having nausea. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was at the hospital for 3 hours.